Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the pump displayed an unable to update timing message. The customer disclosed that earlier the pump had also displayed a fiber optic sensor failure message, so they had disconnected the fiber optic cable and transduced the central lumen successfully. They changed the transducer and pressure tubing several minutes before the call per their policy and the "timing" message appeared and was constant. During the call, they aspirated and flushed the lumen. The ECG patches and cables were moved and replaced. A facetime call was made and the pump screen showed a good arterial line and ECG waveform. The getinge representative suggested trying an available radial arterial line but she was not comfortable doing that without speaking to the physician first. There was no patient harm or adverse event reported.